Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after 20 minutes of use, the balloon burst. Burst sound was heard. The pieces were retrieved, but the user stated some pieces might remain in the cavity. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury was reported.